Manufacturer narrative:
The investigation determined that a discordant negative vitros anti- sars-cov-2 total result was obtained from a patient sample processed using vitros cov2tot reagent lot 0024 on a vitros 3600 immunodiagnostic system. An assignable cause was not determined. The patient tested pcr positive with mild symptoms on 21 july. Approximately 2 weeks after symptoms were first observed the patient was pcr negative and the vitros cov2tot results were non-reactive. It is expected that the igm and iga antibodies, as detected in vitros cov2tot, become detectable after onset of symptoms. Igg antibodies become detectable later following infection with some patients measuring detectable igg antibody 14 days after infection. Based on this information it is likely that this patient was seroconverting and the antibody level was not yet greater than the vitros cutoff for a reactive cov2tot. Immune responses to covid-19 infection tend to be varied and there have been some cases with a pcr confirmed covid-19 infection where a weak, late, or absent antibody response has occurred. No quality control results were provided on the day of the event and therefore, it cannot be confirmed that the vitros cov2tot lot 24 was performing as expected on the day of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros cov2tot lot 24. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. Performed to establish this or the reproducibility of the initial results, as there was no patient sample remaining following initial testing.

Event description:
A customer contacted the ortho technical solutions centre (tsc) to report a discordant negative vitros anti- sars-cov-2 total (cov2tot) result obtained from a single patient sample processed using the vitros 3600 immunodiagnostic system. Vitros cov2tot = 0.91 s/c (non-reactive) versus expected positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).